Event description:
Technician alleged the brake is not holding on the head end of the stretcher, foot end is holding. No patient impact.

Manufacturer narrative:
The technician found the cause to be a broken rocker linkage. The technician replaced the rocker linkage with a brake upgrade kit to resolve the issue.